Event description:
Rayner intraocular lenses limited has been advised that during the implantation of a superflex aspheric 920h intraocular lens the trailing haptic had broke. The physician has provided the following account of the reported event "the lens was loaded by the scrub nurse using healon. No resistance was felt as depressing plunger, the lens passed into the nozzle with resistance. Lens was injected and noticed the trailing haptic had broken off. Therefore, the lens was explanted. Surgery was increased by 20 mins, wound size enlarged."

Manufacturer narrative:
(B)(4). The superflex aspheric 920h intraocular lens was explanted by the physician and a back-up intraocular lens was used and implanted in the same surgery session. The physician has confirmed that there was no adverse effect to the patient as a result of this event. The returned product did not exhibit any signs of manufacturing defects. The damage observed was consistent with the haptic becoming trapped in the injector flaps during loading however, no firm conclusions were available. A review of production records for this batch confirms that all manufacturing and quality checks were satisfactory and that the lenses released from this batch were all within specification. Complaints since january 2011, the month of manufacture, were reviewed and we can confirm that no other complaints of any type have been received against the superflex aspheric 920h intraocular lens batch (B)(4). The superflex aspheric 920h intraocular lens is not available in the united states of america.